Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump history was noted to be missing. Review of the pump data logs by tandem technical support indicated a data log corruption. Customer reported blood glucose (bg) level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.